Manufacturer narrative:
The previously reported evaluation conclusion code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the pump failed to consistently deliver the prescribed medication as programmed and caused severe damage and injury to the patient. The pump suffered from drug over-dosage, under-dosage, and drug withdrawals as the pump was recalled. During the time the patient was under the treatment of the pump, the patient experienced unmitigated chronic pain, intermittent under-dosage, intermittent overdosage, and intermittent drug withdrawal pains. It was noted that the damage was permanent and disfiguring. No further complications were reported or anticipated.

Manufacturer narrative:
The occupation of the initial reporter is "attorney." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via legal regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2015, the healthcare provider (hcp) diagnosed the pump as experiencing a motor stall. On (B)(6) 2016, the hcp diagnosed the pump as experiencing a motor stall. On (B)(6) 2016, the hcp diagnosed the pump as experiencing a motor stall. Before (B)(6) 2016, the hcp conducted a rotor dye study on the pump to confirm a "complete stop of her rotors." On (B)(6) 2016, the pump was explanted due to premature failure with a stalled rotor/stalled motor. It was indicated that the patient was diagnosed as experiencing signs of withdrawal given the lack of medicine delivery by the stalled rotor/stalled motor in the pump. No further complications were reported or anticipated.